Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Potential diaphragm problem, cautery does not work when foot pedal is pressed. No sound when foot pedal is pressed